Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which determined the device port was damaged. Additionally the device downstream occlusion sensor was observed to be cracked. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device remote dose port and dso sensor were replaced and the device passed all testing.

Event description:
It was reported that the device port outlet was damaged. During device evaluation it was found that there were cracks in the downstream occlusion (dso) seal. There was no patient involvement.